Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an allergic reaction to the sensor that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. The patient stated that she had a deep pink/red shadow and dark mark on the abdomen, where the sensor pad adhesive was located. Patient went to the emergency room and had blood work and urinalysis performed. On (B)(6) 2015 the patient was undergoing metal and toxin testing. At the time of contact, no further medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).